Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. The device was from the nicu department. There was no pt injury. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been returned to baxter for eval. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.